Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. In this case it is possibly related to an interaction with the balloon/stent system either in a reduction in the inner lumen of the balloon/stent system by damage, or biological material interference, or a damage to the guidewire coil or polymer coating; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion with 85-90% stenosis. A balance middleweight (bmw) universal ii guide wire was advanced to the lesion without resistance. The wire was found to be stuck with an unspecified balloon post stent implantation and the wire kinked and separated at the tip after being forced out of the balloon. The separated piece was removed when the balloon was removed as they were stuck together. Therefore another bmw universal ii guide wire was advanced without resistance to the other lesion; however, this guide wire also became stuck in the other balloon. This wire was forced out but, remained in the balloon; the wire kinked and broke at the tip. Both devices were removed together as they were stuck together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.